Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their stimulators were off when they woke up about two weeks ago, which was verified with the programmer. The patient does not normally turn stimulation off at night. There was a poor communication screen when the patient tried to sync with the implants while using the antenna, so the patient couldn¿t turn their inss back on. Communication was possible without the antenna and the patient turned stimulation back on. It was stated that the programmer would not communicate with the antenna. A replacement programmer was sent. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.